Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) with an unknown indication reported that the patient had a return of symptoms, nausea, vomiting, and thought their ins was dead. The patient was in the hospital at the time of the report and was waiting for a clinician programmer to come from another hospital to check the device. No further complications were reported/anticipated.